Manufacturer narrative:
(B)(4). (The lot 14h016 was manufactured on august 06, 2014 - august 07, 2014). The device was received for evaluation. Visual inspection of the device revealed no signs of physical abnormality that could have caused the reported problem. A functional flow rate test was performed and found that the device operated within specification. The reported issue could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor elastomeric device underinfused. The expected infusion time was 46 hours, but the actual infusion time was 96 hours. The device contained the drug 5-fu. The total infusion volume was 102ml (84ml drug, 18ml saline diluent). There was patient involvement. There were no reports of patient injury, medical intervention, or adverse event. No additional information is available.